Event description:
It was reported that infant reached target temperature and was in rewarming phase on the arctic sun device. Patient temperature was 35c and patient started to have seizures. Doctor decided to place patient back in cooling phase. Nurse needed help in switching over to cooling phase. Target temperature was 33.5c. Mss walked nurse through set up steps.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that infant reached target temperature and was in rewarming phase on the arctic sun device. Patient temperature was 35c and patient started to have seizures. Doctor decided to place patient back in cooling phase. Nurse needed help in switching over to cooling phase. Target temperature was 33.5c. Mss walked nurse through set up steps.